Event description:
It was reported that the ventilator had an issue. No more information was available. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was claimed that nebulization did not work. Identification of issue has been done by analyzing problem description and service report. There was no patient harm. According to the information provided by the technician, the issue was solved via phone, hence there was no on-site visit by our technician. The solution to the issue is unknown. The issue was reported based on available information in abundance of caution as the initial description might have underlying causes which represent a reportable event. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).